Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use a bd insyte¿ autoguard¿ bc shielded IV catheter safety device failed as "the needle failed to retract when the button was pressed." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: DHR review was performed on the lot number 7334704. The lot number was built on afa line 9, from december 6, 2017 thru december 10, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review findings: there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: three photos submitted for review. Photo one displayed a partially retracted needle with the exposed needle tip inside of an opened package. Photo two displayed the paper top web with green stripe, lot number, and expiration date of the product. Photo three displayed a closure version of photo one. Received three unused units in sealed packages from the lot number 7069867.there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Functional test (needle retraction) was performed. Performed the hub twist test on all units, then depressed the buttons. The retraction was successful, no delayed reaction was observed. Conclusions: the defect needle retraction failure, as stated was confirmed based on the photos submitted for evaluation. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. Based on the investigation, bd was unable to determine what caused the failure. A formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that after use a bd insyte¿ autoguard¿ bc shielded IV catheter safety device failed as "the needle failed to retract when the button was pressed." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.

Event description:
It was reported that after use a bd insyte autoguard bc shielded IV catheter safety device failed as "the needle failed to retract when the button was pressed." There was no report of exposure, injury or medical intervention needed.